Manufacturer narrative:
After multiple attempts to contact the user, on the 27th of august, the user emailed dario to report that she removed the dario application from her phone. On the 30th of august, the user called dario to report that she didn't change any medications due to the dario bg readings. In addition, the user stated that her doctor has put her on a cgm. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On july 18th, the user contacted dario to report high blood glucose (bg) readings.the user reported that while she was at a pre-scheduled doctor's appointment, she tested her bg and received a reading of over 400 mg/dl from her dario meter compared to a bg reading of 144 mg/dl which she received from her doctor's bg meter.